Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding the complaint that alleges discrepant results (started testing on the 17th jan. After the first 14 tests (all negative), got 6 consecutive positives) when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result (started testing on the 17th jan. After the first 14 tests (all negative), got 6 consecutive positives) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against discrepant results (started testing on the 17th jan. After the first 14 tests (all negative), got 6 consecutive positives). Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. Eua#: (B)(4). The following has been provided by the initial reporter: started testing on the 17th jan. After the first 14 tests (all negative), got 6 consecutive positives. Client stopped testing with that analyser, then used a reader verify cartridge, which worked fine. Client put a past positive cartridge in the analyser, now negative.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: started testing on the (B)(6) after the first 14 tests (all negative), got 6 consecutive positives. Client stopped testing with that analyser, then used a reader verify cartridge, which worked fine. Client put a past positive cartridge in the analyser, now negative.